Manufacturer narrative:
Results: the ruby coil embolization coil was detached from the pusher assembly, partially hanging out of the distal end of the lantern, and had the proximal constraint sphere intact. Conclusions: evaluation of the returned devices revealed the lantern was ovalized in the distal shaft. This damage likely occurred due to forceful manipulation during use. These ovalizations likely contributed to the inability of the ruby coil to advance through the lantern. A penumbra investigator attempted to flush the ruby coil out of the lantern for further evaluation, but the embolization coil could not be flushed out due to the ovalizations in the lantern and therefore, the ruby coil could not be functionally evaluated. Further evaluation revealed the lantern was buckled in the proximal shaft. This damage was likely incidental and may have occurred during packaging for return. The ruby coil pusher assembly was not returned for evaluation. Ruby coils are 100% visually and functionally inspected during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2016-00654.

Event description:
The patient was undergoing a coil embolization procedure to repair an endoleak using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). The physician then attempted to deliver a new ruby coil into the aneurysm; however, the coil would not advance through the lantern. Therefore, the physician attempted to remove the coil but the coil would not retract and the physician felt as if the coil was completely stuck. The lantern containing the ruby coil was then removed and the procedure was considered successfully completed since the physician did not feel the need to embolize any further. There was no report of an adverse effect to the patient.